Manufacturer narrative:
According to the facility, on (B)(6) 2025 "while drawing urine culture from sample port, the port snapped off causing leakage of urine, a break in sterility, and the foley catheter needed to be exchanged". The facility stated there was no harm during the incident and that the foley was replaced. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025 "while drawing urine culture from sample port, the port snapped off causing leakage of urine, a break in sterility, and the foley catheter needed to be exchanged".